Event description:
The complaint was reported as: the customer alleges that the flow on the top kinked. "When the rt changed the water bottle, she may have clamped the tube in the same position as the kink, then un-clamped the tube. The flow tube remained kinked not allowing water to fill the column. The patient plugged off the tracheostomy required a bronchoscopy and the neptune heater was replaced with a f&p unit." Intervention- bronchoscopy. Patient condition reported as fine.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. No non conformance reports were originated for the reported lot number that can be associated to the complaint reported. Product IFU document reviewed. The product IFU states several warnings in order to avoid overheating the circuit and instructions for use of the product. The customer complaint was not confirmed due to the lack of the sample at the time of this report. However, based on the customer complaint description the product was used against IFU warnings.